Event description:
After the valve was implanted and the left atrium was closed, there was no lv ejection and pulmonary artery and left atrium were tense. It was found that the disc of the valve was stuck closed and was only released with force. According to the surgeon, there was no issue with sutures or debris that would cause the disc to stick closed. The posterior valve leaflet was preserved and the orientation of the valve was with the largest orifice to the anterior of the valve. Suture technique was interrupted pledgeted. The valve was explanted and replaced with another valve.